Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it alarming due to low inspiratory pressure and its exhaled tidal volume (vte) levels being low was confirmed. The asp replaced the exhalation control module (ecm) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ecm.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was providing an alarm indicating low inspiratory pressure and delivering low vte (exhaled tidal volume) levels. There were no reports of patient involvement associated with the reported event.